Event description:
Reported events of "throwing up", double vision and wernicke disease" from television station report: "woman suffers from lap band surgery gone wrong", (B)(6). Although the manufacturer of the device is unknown, it is allergen's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report will not be returned. The connector type cannot be identified, nor an assumption made, as to the type of connector associated with this complaint because no serial number or implant date was given. Allergen has not received the product at this time. Therefore no analysis or testing has been done. Vomit is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."